Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during a stenting procedure performed on (B) (6) 2010 ((B) (6) year old female; weight unknown). According to the complainant, a wallflex esophageal stent was being implanted to seal a gastro fistula and anastomotic leak post a bariatric procedure. The stent was placed successfully and had fully expanded after it was implanted. The next day an image study was performed and it was discovered that the stent had migrated 6cm. The physician attempted to reposition the stent with the suture, but the suture broke. The physician then attempted to directly move the stent with rat tooth forceps. The forceps got stuck in the stent and the physician had to remove the stent. The patient's condition at the conclusion of this procedure was reported to be stable. The physician placed another stent on (B) (6) 2010. This stent was clipped in place to resist migration. The patient is tolerating the second stent well.

Manufacturer narrative:
(B) (4) (suture broke).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Not returned - disposed of.